Manufacturer narrative:
D4: UDI - correction. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 4 days ((B)(6) 2024 per time stamp). On (B)(6) 2024 at 16:58:23, the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead voltages diminishing to ~1.9v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu, serial (B)(6), was not returned for analysis and remains in use. Additional information provided stated that the mpu had a v-lock connector and the ac power cord did not come loose from the wall. It is unclear if the patient ensured that the cord was locked into the back of the unit. There was no loss of power to the house, and the unit was not exchanged. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Section d4: device lot number was not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery fault that would not clear, despite performing two self-tests. The 11v emergency backup battery (ebb) had been replaced on (B)(6) 2024. The ebb was removed and re-seeded. The system controller self-test was performed again with backup battery fault recurring. Customer device interrogation found low voltage alarms and no external power alarms on 17nov2024 at 16:58. The patient's driveline had damage to both the silicone cover and the braided shield layer with exposed wiring proximal to the modular cable. X-rays of the driveline were ordered. There was no adverse patient impact due to the driveline damage. The driveline damage was treated by covering it with rescue tape. The alarms were resolved. The event log files captured low voltage hazard/no external power events on 17nov2024 at 16:58 while using the mobile power unit (mpu). It appeared the mpu lost total power enabling the ebb in the system controller until power was restored to the mpu. The event lasted around 9 seconds with no interruption to pump support. X-rays of the driveline captured some slight kinking of the pump side driveline and also showed some taped areas. Nothing was captured in the log file that confirmed an issue with the driveline at the time. The mpu had a v-lock connector on the ac power cord at the time of the event and the ac power cord did not come loose at the wall outlet. It was unclear per patient report whether the ac power cord came loose from the back of the unit, but the patient ensured the cord was locked into the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu was not exchanged or removed from service.